Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hempro vh-3500 did not do what it was supposed to do/ it would not fit through the tunnel area so weren't able to get the harvesting tool all the way through they also noted that during the process of putting the harvesting tool down through the obturator, it stopped at the end. There was a delay while they tried to get the device to work, then having to wait for the nurse to get another device to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected section: d10--return to manufacture date corrected from "02/23/2023" to "03/01/2023". The device was returned to the factory for evaluation on 03/01/2023. An investigation was conducted on 03/07/2023. A visual inspection was conducted. The harvesting device was returned outside the cannula. Signs of clinical use and slight evidence of blood was observed on the hot jaw. There were no visual defects observed on the heater wire or the gray silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact cannula or the c-ring. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem-tool" was not confirmed. The lot # 3000259635 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.